Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was using a trailblazer support catheter for treatment of a soft tissue lesion in the posterior tibial artery. There was not calcification or tortuosity. The IFU was followed. It was reported a balloon dilatation operation was performed on the infrapopliteal artery. During the operation, it was advanced to the location of the anterior tibial artery lesion, a guidewire was inserted, and the support catheter was withdrawn. During the withdrawal process, the catheter broke and a part of it remained in the blood vessel. The surgeon punctured and went upper on the dorsalis pedis artery and used a catcher to catch the broken part and removed it from the body.